Manufacturer narrative:
Additional information: d9, g3, h2, h3. (B)(4) 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle, consistent with the reported water observed within the catheter. In addition, dried saline was noted within the connector plug, consistent with the reported contact force and electrical issues. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing. This is consistent with the dried saline noted within the connector plug. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock was determined to be supplier related.

Event description:
During the atrial fibrillation procedure, while checking the connections of the catheter it was noted that the water came into the cable of the catheter from the pump tubing. The catheter was exchanged to continue the procedure with no adverse consequences to the patient.